Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument was not working. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting on the bipolar yaw pulley at the distal end. The thermal damage was found at one side of the yaw pulley, there was a tiny sign of thermal damage at the base of the yaw pulley near the grips. The instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system. The instrument delivered energy without signs of arcing on 2 of 2 attempts. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. .